Event description:
Intracranial pressure device (icp) implanted. After insertion the device indicated negative pressure readings. Surgeon decided to leave icp in place. During course device indicated both positive and negative pressures. Device removed 3 days later and distal tip of catheter broke off within patient and required subsequent removal at bedside.